Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in coma caused by a severe hypoglycemia. No exact blood glucose values provided. The patient was treated with glucagon in the intensive care unit of the hospital. It is unknown how long the patient was hospitalized. The patient recovered.